Event description:
It was reported that there was noise on the right ventricular (rv) lead electrogram. Short v-v intervals and low impedance were also noted, and a lead integrity alert (lia) triggered. It was also reported by the patient that they received ¿shocks¿, which were described as being felt in the chest with tensing of the muscles, similar to cramps. The patient was informed the lead had clavicle crush. Follow-up information from the clinic indicates the patient did not receive inappropriate shocks, and it was suspected that the lead has an insulation breach. It was further reported that there were non-sustained high rate episodes and oversensing. Fracture was suspected. The lead was explanted and not replaced. It was later reported by an attorney that the patient experienced unnecessary shocks, severe pain, a burning sensation in the chest, severe stress, anxiety, and the fear of sudden death. The patient was informed that the implantable cardioverter defibrillator (ICD) was faulty. The device was explanted and not replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient¿s attorney that the patient experienced, ¿damaged heart pericardial and/or myocardial scarring and was deemed disabled/permanently disabled.¿

Manufacturer narrative:
Voluntary event report mw5078323 was received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.